Event description:
Mammo unit would not take an exposure other than in 2d. Mammo tech called hologic. After examination, determined generator, x-ray tube, and fan all needed replaced. Parts would be on overnight shipment. 33 patients were cancelled/ rescheduled. Manufacturer response for selenia dimensions mammography, system, standard, 3d w2mp color (per site reporter). Repaired.